Manufacturer narrative:
The reported events were for ¿suture came off of the sleeve and damaged the insulation¿. As received, a complete lead was returned in one piece. The reported event of ¿damaged the insulation¿ was confirmed. The cause of the reported event was excessive suture sleeve tie down forces. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure the suture sleeve came off and damaged the insulation of the right ventricular lead. The physician elected to explant and replace the lead. The patient condition was stable throughout.